Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during use of the system, the unit would shut off unexpectedly in the following sequence. Camera cart, low battery status flashing, main cart went on "no signal detected," both carts shut off. After a period of time the unit would power on again as intended. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: product ID: 9735670, (serial: (B)(6)). Section d references the main component of the system. Other medical products in use during the event include: ups 9735787 main cart s8 svc battery 9735773 48v s8 svc ups 9735788 camera cart s8 svc battery 9735771 24v s8 svc. H3) onsite functional and visual examination was performed by a manufacturer representative. The battery and ups for both the main and camera cart were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: product 9735787, lot number 18430563, was returned and analyzed. The uninterruptible power supply (ups) battery plug was damaged and was missing one of the screws. The plug was able to be bent and successfully mated with the battery. The ups was then tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c02, and d02 apply. Product 9735788, lot number: 18420301, was returned and analyzed. There was no failure found with this product. Codes b01, c19, and d14 apply. Product 9735773, lot number: 2217, was returned and analyzed. The battery was tested with a known good ups for 24 hours. During the 24 hours, the ups shut down due to the battery overheating and causing loss of power. Codes b01, c02, and d02 apply. Product 9735771, lot number: 1845, was returned and analyzed. There was no failure found with this product. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.